Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report could not be confirmed. The unit was tested and throughout the testing no b30 scope communication error was noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was presenting a b30 scope communication error during procedure preparation. Based on the information provided, this error code was cleared, and the procedure was completed using the subject device. According to the initial reporter, this error was appearing intermittently over the course of several days before the staff finally isolated the processor as the problem. Reportedly, the error code was only present when the unit was first turned on. After re-seating the scope in the light source, the error would go away. The initial reporter went on to note that he was not aware of this unit being used on a patient when the error code was present. Report with patient identifier (B)(6) is being submitted to capture the initially reported event. Report with patient identifier (B)(6) is being submitted to capture the unknown number of occurrences referenced above. There was no patient harm or consequence reported as a result of the events.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to foreign body and moisture adherence at the electric junction. Olympus will continue to monitor field performance for this device.